Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose level was 250 mg/dl. Customer did not practice proper air removal technique. Customer reverted to manual injections until further training on the pump was provided.